Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device needed to complete the update, which would be stuck at 100% for 20 or more minutes. A technical support specialist confirmed that the updates eventually be completed, and the device became operational. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on the bluescreen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.